Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lock clip applier instrument was unable to move properly, and a disc was missing on the housing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to starting the procedure and no damage was noted. It was noted that the jaw of the instrument did not make all the movements that the surgeon ordered. The issue was persistent and the surgeon tried several times to use it. It didn´t work properly and they removed the instrument.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the large hem-o-lok clip applier for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. No photo or video was provided by the site for review. A review of the device logs for the large hem-o-lok clip applier (part# 470230-12 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the large hem-o-lok clip applier was last used on (B)(6) 2022 via system serial# (B)(4). There were 20 uses remaining after this last usage. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Updated information can be found in g3, g6, and h2 refer to field h9 for the corrected information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10 d11- intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of broken input disk to be related to the customer reported complaint. The instrument was found to have multiple input disks broken and cracked. Input disk #7 was found completely detached from the base of the housing. Hairline cracks were found on grip input shaft. The root cause of this failure is attributed to user mishandling.

Event description:
Refer to h10/h11 for follow-up information.